Event description:
It was reported that: "on (B)(6) 2025, the swg was found kinked prior to the patient. No harm for the patient. /the patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn: (B)(4). The report of a damaged guidewire was confirmed through visual examination of the returned sample. The customer provided one photo and returned one opened hemodialysis kit for analysis including a guidewire inside the advancer, 2-lumen catheter, dilator, and arrow raulerson syringe (ars). The advancer cap was not returned. No signs of use were observed. Visual analysis revealed one bend towards the distal end of the returned guidewire. The guidewire met all relevant dimensional and functional requirements. A device history review record did not reveal any relevant findings. Because the bend was observed in an area where the product would have been protected in the packaging, it cannot be confirmed whether the guidewire was damaged before or during handling. Due to these circumstances, the root cause of this investigation cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "(B)(6) 2025, the swg was found kinked prior to the patient. No harm for the patient. /the patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."